Event description:
It was reported that the patient had chronic atrial fibrillation (af) and they received appropriate shocks which converted the rhythm. The atrial episodes keep inducing pacemaker mediated tachycardia (pmt). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196-88 lead, implanted: (B)(6) 2012. (B)(4).